Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for normal follow up. Upon interrogation, premature elective replacement indicator. The message was cleared and resumed normal functions.

Event description:
Upon follow-up, the same eri alert event occurred and device replacement was recommended. Additional information was requested but not received.

Event description:
Upon interrogation of the device, premature battery depletion was indicated and the patient was admitted to the hospital. The device was explanted and replaced. The device was explanted and replaced. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Upon analysis, a temporary (false) elective replacement indicator (eri) was confirmed. Evaluation indicated eri alerts were triggered when the device battery was a beginning of life (bol). No evidence of sudden voltage drop or high current drain were identified in the device image that would trigger eri events. This family of pacemakers automatically measures battery voltage once every 23 hours and stores the measurement in the device memory based on the functional battery current level at the exact time of the current check. If the device is pacing at the time the measurement is taken, a lower battery voltage measurement may be detected, which is temporary, but may trigger an eri alert, even though the real-time battery voltage is actually above eri. Exposure to external electromagnetic interference (emi) at the time of measurement may also cause this temporary inaccurate decreased battery voltage, triggering an eri alert. After clearing the eri alert from this device, electrical and mechanical tests indicated normal device characteristics. No voltage fluctuation or any anomaly in the device was found that would have contributed to the false eri as reported from the field. Reports from the field indicated the patient was hunting in the mountains at the time of the false measurement, though information regarding exposure to emi was not provided. The cause of the reported event is consistent with normal device behavior when an automatic battery voltage measurement is recorded during a time of temporary current drop.